Event description:
Additional information received reported that the patient used less than 1% stimulation since the last meeting. The patient was seen on (B)(6) 2014 and all components appeared fine. An impedance test showed all within range. Reprogramming and a change of rate were done for a more pleasing sensation. It was noted that the patient was doing fine.

Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported that there was a shocking sensation in the area of the battery. No diagnostic testing or troubleshooting was performed but would be in the future. It was noted that the manufacturing representative was scheduled to see the patient on 2014-(B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.